Manufacturer narrative:
No radio frequency communication between the insulin pump and the bg meter due to a faulty u7 on the interface board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer called to report that the insulin pump was not receiving the blood glucose values from the meter. The customer performed troubleshooting on the insulin pump; customer performed the self-test and it passed. The customer stated that this problem occurred with 2 other meters, so they now think the insulin pump was at fault. The customer's blood glucose reading was 283 mg/dl. The customer's device was replaced and returned for analysis.